Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of e224 error was confirmed; however, the subject could be recognized. Additional evaluation findings are as follows: focus ring worn; cable failed leak test; faded label noted on rear cover. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "e224," scope communication occurred and the image subject could not be recognized. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed scope communication error e223 most likely due to the cable being invaded by water. The specific root cause of the water invasion could not be determined at this time. Olympus will continue to monitor field performance for this device.